Manufacturer narrative:
Date of event: (B)(6) 2020. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
User facility(uf) medwatch report number (B)(4) was received 05may2020. The uf report showed the facility reported, during cystoscopy/lithotripsy the ngage nitinol stone extractor did not close all the way. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Additional information: event description: it was reported, a ngage nitinol stone extractor would not close completely during a cystoscopy/lithotripsy procedure. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 4 cm in length. The support sheath was slightly bowed and there were no kinks in the basket sheath. When the basket formation was in a closed position, there was a gap in the basket wires noted. Function test determined handle actuates the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that would not close completely. With the handle in the closed position, there was a small gap in the basket wires. No damage to the device was noted. A corrective and preventative action (CAPA) investigation into the issue was conducted and identified the cause as a manufacturing issue related to assembly of the various device components. Actions have been identified to correct the issue, but were not yet implemented at the time this device was manufactured. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.